Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to wear of the tibial bearing.